Manufacturer narrative:
Approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Medical device problem code (B)(4). Medical device problem code (B)(4). Patient code (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 18, 2022 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. During the procedure, the nurse felt a burn while holding the laser fiber and noticed a rupture with the laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis confirmed a fiber body break as the device was received in two portions that were found to be continuous. It was also noted that the tip was degraded, and this was the first time the fiber had been used. Analysis found that it is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device labeling cautions the user to carefully inspect the fiber for damage prior to use and to avoid bending the fiber at sharp angles as that can cause damage to the fiber. The reported adverse effect of a burn is a known risk associated with use of this device as indicated in the instructions for use (IFU). Based on analysis results, an investigation conclusion code of cause raced to component failure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. During the procedure, the nurse felt burnt while holding the laser fiber and noticed a rupture with the laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation on july 18, 2022 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. During the procedure, the nurse felt burnt while holding the laser fiber and noticed a rupture with the laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The device has not yet been returned for analysis.

Manufacturer narrative:
Block b3: approximated to 01july2022 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a1005 captures the reportable event of fiber connector overheats. Patient code e1704 captures the reportable event of user burn. Block h10: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) informs the user to: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage.